Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that saf-t-intima w/y adapter pnk 20gax1.0in leaked. The following information was provided by the initial reporter: after venipuncture, the system begins to show leakage in extension of the catheter (orifice) - discarded material.(contaminated with blood).